Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient their ins has shifted in their pocket so much they can practically hold it in their hand. The patient stated they are in need of a surgery to fix this and will have to wait "until the pandemic dies down". The patient mentioned their ins started shifting six or more month ago. They also mentioned since their device shifted they have been in agony. Documented reported event. No further action was taken.